Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported for single leaflet device attachment/ slda from this lot. Based on the information available, a definite cause for the reported slda could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report single leaflet device attachment/slda, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium and enlarged annulus. The first clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, during the deployment sequence, it was observed that the anterior leaflet slipped out of the clip, but the clip remained attached to the posterior leaflet (single leaflet device attachment/slda). A decision was made to deploy the clip. A second clip was deployed to stabilize the slda. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.